Event description:
Azithromycin 200mg in 100ml dextrose IV piggyback was to be given to patient via b braun IV pump. Infusion rate was set up at 110ml/hr, volume 110ml to infuse over one hour per pharmacy recommendation. After 30 minutes, screen on the pump was showing 71.6 ml to be infused. The IV piggy back bag was completely empty.